Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer received an unspecified alarm indicating that insulin was not being delivered. The customer felt that the unspecified alarm was a false alarm. There was no reported adverse impact due to the reported issue. Reportedly, customer declined troubleshooting.